Event description:
A customer reported that during a cataract procedure, the system shut down and when it was rebooted it did not perform tests. The case was completed using a different system. There was no harm to the patient.

Manufacturer narrative:
Additional information: the power distribution printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned power distribution pcb was installed into a calibrated system. The system started with no abnormal conditions or system messages. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via the event logs). The power distribution printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 4, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).